Manufacturer narrative:
A product investigation was performed. The following parts were received back for investigation: part 472.100s / #lot 9398080 / pfna-ii - prox. Fem. Nail ø 9.0mm, l 170mm, part 04.027.058s / #lot 2627740 / pfna-ii blade, l 115mm. Both parts were received in a used condition. The green anodized color on the blade is partly abraded due to scratches, which was probably occurred during the insertion or removal. The same scratches are also visible on the guiding hole of the nail. Nevertheless both parts are still intact with no other damages. An internal functional test has shown that the blade could be locked and unlocked as intended and passes through the nail without any difficulty. It was reported that the surgeon finished the fixation of the implants incompletely because of the impaction of soft tissue or bone fragments. Furthermore it was commented that there is no complaint against the devices which were used. Considering this information and that the returned implants are still functional, we can conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and weight were not available for reporting. (B)(4). (B)(6). The subject device was explanted on (B)(6) 2017 and returned for investigation in conjunction with the event associated with related (B)(4). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently undergoing investigation. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: mar 10, 2015. Expiration date: mar 1, 2025. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric femur fracture on (B)(6) 2017 with proximal femoral nail antirotation (pfna) ii system implants, although the surgeon tried to reduce proximal bone fragment to an appropriate place, the surgery was completed without sufficient reduction due to impaction of soft tissue and/or bone fragments. There was no allegation of complaint against the pfna ii devices. It is unknown if there was a surgical delay due to the reported issue. (B)(4).